Event description:
It was reported that operation was performed with incore lapidus system on (B)(6) 2021. Post operatively the patient has epidermal numbness from the first to second metatarsal. It is suspected that deep peroneal nerve was injured during the initial surgery. Surgeon mentioned it might be during drilling or when screws were inserted.

Manufacturer narrative:
If additional information is received from the reporter that changes the outcome of the investigation, a follow-up report will be filed.